Manufacturer narrative:
B2 other serious: even though there was no reintervention the final regurgitation reduction was impacted by the event. E1 telephone number: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from the united kingdom, edwards received notification of a pascal precision procedure in which two devices were implanted in the mitral position. No issues were reported during or post device implantation. Following the procedure, mitral regurgitation (mr) was assessed as mild. At 3-month follow-up, a single leaflet device attachment (slda) of one of the implanted pascal devices was identified. At that time, mr was reported as severe. Tricuspid regurgitation was also reported as severe due to an acute increase in left atrium pressure secondary to sudden onset severe mr as a result of the slda. No actions or reinterventions were performed. The patient was reported to be in stable condition.